Manufacturer narrative:
This event has been reported by the manufacturer under MDR#3002808486-2019-01102.

Event description:
Patient allegedly received an implant on (B)(6) 2016 via the right femoral vein due to submissive pulmonary emboli and bilateral deep venous thrombosis. Patient is alleging tilt and vena cava perforation. The patient is further alleging anxiety. Per a report from CT (computed tomography), "positive for caval perforation. Superior extent of ivc filter l1-l2 disc space. Inferior extent mid l3 vertebral body. A total of 4 prongs have perforated the ivc series 2 image 44. Maximum distance prongs perforated 3 mm series 2 image 44. Coronal images 7 degree tilt left to right series 400 image 39. Sagittal images 2 degree tilt posterior to anterior series 403 image 24. Diameter of ivc directly above filter 14 mm x 21 mm series 2 image 33."

Event description:
It is alleged that patient received a cook celect filter on (B)(6) 2016. It is alleged the patient was injured without further explanation.